Event description:
Device 3 of 3. Reference MFR report #s 1627487-2012-02005 and 1627487-2012-02006. The patient ((B)(6)) received an scs system consisting of an ipg, two percutaneous leads (from the same lot). It was reported that the physician repositioned one of the pt's leads deeper on (B)(6) 2012 in order to improve stimulation and to treat tenderness around the anchor site. During a programming session on (B)(6) 2012, the pt complained that her ipg site was tender while charging. She also reported an infection after the lead revision procedure. No further info is available at this time as all attempts to confirm resolution have been unsuccessful.

Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.